Event description:
Boston scientific received information that this patient was admitted to the hospital due to syncope. It was noted that back up pacing was below the programmed value, and failure to sense and capture was noted on this right ventricular lead. A lead replacement has been scheduled. Upon additional information this investigation will be updated.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that a follow up took place and interrogation of the device showed high pacing thresholds on this right ventricular lead. A new lead was implanted, while this right ventricular lead was cut and surgically capped. No adverse patient effects were reported.